Manufacturer narrative:
(B)(4). The customer reported issue is confirmed. Functional and visual inspection was performed and it was observed the sample revealed a small cut in the cuff. Manufacturing controls were reviewed and no non conformances were identified. We are unable to determine the cause for this specific event however; information has been added to the database and trends will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use, a leak from the tracheal tube cuff was confirmed. There was no reported patient involvement. There is no report of death or serious injury associated with this event.